Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular lead. Diagnostic imaging was performed and the lead was noted to be dislodged. The lead was explanted and replaced and the patient was stable with no consequences.